Manufacturer narrative:
(B) (4).

Event description:
The patient was in a car accident two weeks prior. She subsequently could not get stimulation in her leg or back and she felt a burning pain. The patient was seeking a new physician as her previous physician was no longer in practice. Further information is being requested at this time.